Event description:
It was reported as the surgeon attempted to insert an icm115v4 11.5 mm implantable collamer lens and the foam tip plunger trapped the lens as it was advancing towards the eye. There was no pt injury.